Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify rewind anomaly and failed battery test alarm due to blank display. Pump received with cracked reservoir tube lip. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was chipping in the casing around reservoir compartment. Customer blood glucose level was unknown. The customer stated that insulin pump was rewind slower sometimes than in the pass. Customer stated that the insulin pump had failed battery test and reject brand new battery. The device will not be returned for analysis.